Event description:
It was reported that the patient had discomfort, described as sensitivity, over the ipg site due to the ipg orientation. In turn, the patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was moved caudally four inches. Therapy was restored post-operatively.